Event description:
Information was received from a patient with an implantable pump for non-malignant pain. It was reported that  the communicator was not holding a charge for long. They mentioned that they had been having this issue for a couple of months now. They mentioned that the other night, they left the communicator to charge the whole night and when they went out yesterday, they unplugged the communicator form the outlet around 8am. By noon, the communicator was already drained on battery. The patient confirmed that they had used different cords already and mentioned that they had the cord replaced last year as they thought the cord was the issue. They also mentioned that they have bought another cord just to make sure that the cord was not the issue. The agent had them check the communicator for damages, and the patient confirmed no visible damage on the communicator. The agent sent a request to repair to replace the communicator.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) implanted: explanted: product type accessory ubd: 25-apr-2026, UDI#: (B)(4) h6: analysis of the communicator [s/n: (B)(6) ] found that the micro usb port was loose, the device passed the bench test, and the device passed the final functional jbal test medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.